Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set cannula was kinked within 3 or more hours after insertion at abdomen on (B)(6) 2024. The infusion set was in use for 5 to 8 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.